Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Additional MFR narrative information was not provided for: pt. Info. Analysis completed on 01/23/2020. Design-related issues: the design of the logic tibial insert trial has been in the field since 2009. Exactech is aware of 3 other similar complaint reports involving tibial inserts trials due to deformation since 2009. (B)(4). Therefore, this issue does not appear to be design-related. Mfg-related issues: exactech is not aware of any other complaints involving parts from this manufacturing lot of (B)(4) units, which have been in the field since 2014. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risks were included and the occurrence is below the threshold. The rmr for this logic tibial insert trials, 750-2006-012-rmr- instruments rev a, was reviewed. The risks are captured in lines 20 and 33. Corrective actions are not required because the occurrence rate is ¿very low¿, and the risk is captured in the rmr. Most likely cause: the broken device reported in experience (B)(4) was likely the result of years of normal use and subsequent sterilization cycles where the tibial insert trial may have come in contact with sharp surgical objects. However, this cannot be confirmed as the device was not available for evaluation. IFU 700-096-181: instrument inspection; visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. The fractured device did not cause a patient adverse event, no pieces fell into the surgical site. An investigation was conducted; the broken device reported was likely the result of years of normal use and subsequent sterilization cycles where the tibial insert trial may have met sharp surgical objects. However, this cannot be confirmed as the device was not available for evaluation.

Event description:
It was reported from the ous that the front face of the trial has fractured and was discoursed during surgery. This did not cause any issues during surgery. The device was destroyed by the hospital. No pieces fell into the surgical site. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.